Event description:
Initial information received from a consumer with sculptra adverse event questionnaire on 25-aug-2010: a currently (B)(6) female initiated treatment with poly-l-lactic acid (sculptra) in her cheek area, for cosmetic purposes. She had 3 sets of injections over a 3-4 week period. She developed 3 nodules at injection sites during the treatments, which started in (B)(6)-2009. She described them as one on the left side about 1-2 cm and one on the right hand side about 1/2 cm. She reported a hard nodule on the left side and red nodules on the right side. The nodules were visible and a biopsy was not performed. She indicated that her events are characterized as "protracted" or "prolonged," and that there was evidence of permanent impairment of a body function or body structure. She tried massaging the nodules and she popped one big one on the left hand side. She also indicated that there was evidence of a systemic process, which developed after the injection, but did not specify the nature of systemic disorder. A surgical intervention was checked yes, but no specific information was provided. She received oral or intravenous corticosteroids. Since her poly-l-lactic acid injections, she has been hospitalized numerous times. Her first hospitalization was on (B)(6)-2009, for 22 days until (B)(6)-2009. She had moderate levels of improvement at the hospital. She was also hospitalized on (B)(6)-2010, (B)(6)-2010, (B)(6)-2010 and on (B)(6)-2010, she was transferred to another hospital. She went into a "state of shock" due to the injections. She has high levels of "antimony" from high levels of plastic from the poly-l-lactic acid, which has been going on since (B)(6)-2009. She can only function for 5 hours of the day. She has had to have a primary caregiver for the last 5-6 months. She cannot tolerate a walk, a bath, not able to go to the movies, meet friends or eat out. She has had several non epileptic seizures and has subsequently been hospitalized numerous times and has been in the ICU overnight from these. They have treated her with anti-seizure medications (not otherwise specified) and had to give her "over 50" injections of ativan, for the seizures. One day, she almost bit her tongue. She has passed out numerous times and collapsed. She reported experiencing paralysis, being unable to speak or move body parts, and has been unconscious. Several times, the paramedics have been called. She will have to get chelation therapy done. All kinds of tests have been done. In (B)(6)-2009, she started experiencing extreme fatigue. At her 3rd series of injections, he "hit a nerve." The last injection was in (B)(6)-2009. She has shooting pain on her right hand side. She has tremors and muscle twitching at night. She reported that she will have long term damage because of this and is not the same person she was before. She had to be given something to keep the edema down in her brain. She has been diagnosed with normocytic anemia and long term infection. She is living with her family recovering. The physician who gave her the poly-l-lactic acid injections is not responding to her but her primary care physician feels that her events are due to the injections of poly-l-lactic acid. No further relevant medical information was reported. Pharmacovigilance comment: sanofi-aventis company comment 30-aug-2010: this (B)(6) consumer reported multiple adverse events after receiving three time injections of sculptra. Prominent complaints are related to seizures, syncope as well as associated consequences, such as daily activity decreased, extreme fatigue, and brain edema. Without medical history and confirmation from the treating physician, an adequate causal assessment cannot be performed at this point. Additional information has been requested.